Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of resj1820 showed no other similar product complaint (s) from these lot numbers.

Event description:
On (B)(6) 2014- blood clots formed under PICC line insertion site within 24 hours.